Manufacturer narrative:
Concomitant product(s): d224trk ICD, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was left ventricular (lv) lead stimulation that was very close to the threshold. The lv lead was turned off and remains in the patient. No further patient complications have been reported as a result of this event.